Manufacturer narrative:
Concomitant medical products: product ID 9735346r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. During servicing, it was found that at the time of inspection, the position sensor unit (psu) (camera) was displaying localizer not connected, and the error lamp lit up on the system control unit (scu). Reboot was performed but it did not improve, and the problem still occurred. Replacement of the psu resolved the issue.